Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead, the physician noted there was a lot of resistance when trying to place the lead, which was considered to be a problem with the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.